Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon was not able to fire the device. Surgeon was able to press the green button but could not squeeze the handle for all reloads.